Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient experienced a loss of connection between receiver and transmitter. Patient's mother was advised to verify transmitter ID was entered correctly in receiver, then reset the receiver which was successful. No additional patient or event information is available.